Manufacturer narrative:
This report is being supplemented to provide additional information received from customer, device evaluation and additional information based on the legal manufacturer's final investigation. Upon reassessment of additional information b1 and h1 are corrected to reflect serious injury and reportable device malfunction. A photo of the device was taken and evaluated; it was confirmed that the probe was broken off. The device history record for the lot number indicated was reviewed. No anomalies were noted which could cause or contribute to the reported event. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. The exact cause could not be determined. However, based on investigation results in the past, the probe might have contacted with other surgical instruments, or non-insulated area as described below. This might have caused the probe to break. Contact with a surgical instrument 1.hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. 2.the device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 3.a force was applied to the probe causing it to break. Contact with non-insulated area of grasping section 1.grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2.since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. 3.the output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they came into contact with each other. 4.the device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. 5.a force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device. H3 other text : the device was discarded; however, a photo was taken of the device for investigation purposes.

Event description:
Olympus further received information that the broken piece fell into the patient and was retrieved. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
Full address of the facility is 21, namdong-daero 774 beon-gil, namdong-gu. Customer reported two events of devices with broken probes occurring within four days of each other. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic total hysterectomy the thunderbeat device probe tip was broken. The broken tip was removed immediately. The procedure was completed without any delay with a new device of the same model number that was in stock. The functional mode at the time of the event was seal and cut, mode the device was inspected prior to use with no anomaly found.